Manufacturer narrative:
This is a duplicate of report 3012447612-2019-00090.

Event description:
This is a duplicate of report 3012447612-2019-00090.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver broke during surgery while installing a screw. The procedure was completed without the driver. There were no reported patient impacts associated with this event.